Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device would not open once it was closed. The surgical technician opens and then closes the device, without a reload in place to check the jaws prior to loading. The device was not fired at all. The device was not used on the patient. Same like device used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Jaw misaligned. Additional information was requested and the following was obtained: on what tissue type was the device used? It was never used on tissue at what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? N/a. If echelon, during which stroke did the event occur? N/a. What color cartridge was being used? N/a. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? See above. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.